Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# b0845688k, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient was admitted to the hospital with a sudden increase in spasms and increased spasticity. There were "other or unknown product issues" and there were questions with the "catheter or pump". Pump logs were checked and x-rays were performed. The patient was booked for routine elective replacement indicator (eri) replacement on (B)(6) 2015, but the pump was explanted and replaced on (B)(6) 2015. The pump was used to deliver lioresal. The patient was listed as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no significant anomaly. The pump motor o-ring had wear. Analysis of the catheter (lot# b0845688k) found the catheter body had a user related hole. (B)(4)